Manufacturer narrative:
The white stapler 30 reload involved with the reported event was discarded by the site and is not available for return to isi for evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2018. No related system errors were found to have occurred during the surgical procedure. All stapler reload firings were completed per the system logs. There were no incomplete clamps. The system logs reveal that four white stapler 30 reloads were used during the case. However, the lot # of the stapler reload involved with the alleged staple line leak is unknown. The system logs also reveal that two curved-tip stapler 30 instruments were used during the surgical procedure and both instruments were used in a subsequent surgical procedure. No subsequent complaints have been reported to isi involving either curved-tip stapler 30 instrument. Based on the current information provided, this complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, a staple line leak was allegedly found where a white stapler 30 reload was fired. As a result of the alleged issue, the surgeon applied a clip to the staple line. However, the root cause of the customer reported failure mode is unknown.

Event description:
It was reported that during the da vinci-assisted pulmonary wedge resection procedure, a staple line leak was identified where a stapler 30 reload was fired. The initial reporter contacted an intuitive surgical, inc. (Isi) technical support wanting to know if there were any stapler related errors in the system logs. According to the tse, there were no stapler related errors. On 08/16/2018 and 08/23/2018, isi contacted the isi clinical sales representative (csr) and gathered the following additional information regarding the reported event: the csr was present during the surgical procedure which was not recorded on video. The staple line leak involved an unspecified ¿smaller vessel¿ which was not calcified. The location of the staple line leak was where a white stapler 30 reload was fired. There was no tissue tension or bunching when the white stapler 30 reload was fired with a curved-tip stapler 30 instrument. Per the csr, he did not observe any malformed staples. However, he identified oozing at the end of the staple line. There were no obstructions between the stapler instrument¿s jaws when the white stapler 30 reload was fired. The surgeon did not encounter any clamping, firing, or unclamping issues while using the curved-tip stapler 30 instrument. The csr did not know what specific stapler fire was involved with the staple line leak. According to the csr, the affected white stapler 30 reload involved with the reported event was discarded by the site. After the event occurred, the surgeon asked for a stapler 45 instrument which was used during the surgical procedure. As a result of the staple line leak, the surgeon applied a clip with a robotic clip applier instrument. The surgical procedure was completed robotically and no post-operative complications were reported.